Manufacturer narrative:
At this time, the product remains in service. If additional information is received, this report will be updated.

Event description:
It was reported that there were alerts for high out of range pace impedance readings, on this pacemaker. Another manufacturer's right ventricular (rv) lead is connected to this pacemaker. The patient is to be monitored. No adverse patient effects were reported.